Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and CT scan and imaging showed a tip fold over. External equipment was exchanged, however, the issue did not resolve. Programming adjustments were made. The recipient was explanted and reimplanted with another advanced bionics device.